Manufacturer narrative:
Patient country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported an orange colored piece of plastic was observed in the blister package. No photo was provided.

Manufacturer narrative:
A batch record review indicates no discrepancies. Machine logs have been checked and no discrepancies were found. Preventive maintenance (pm) logs have been checked and all pm's were completed. Lot # 8c02444 was sterilized and released. All of the results were within specification and the products were released in compliance with standard operating procedure. The production process, in process testing and packaging of products was run in accordance with process instructions for machine doyen 4. Visual inspection was performed in accordance with test method and completed at the beginning of the order and every hour following until the order was complete. A nonconformance was raised during the manufacturing of lot 8c02444, however it is not related to this complaint issue and would not be the root cause for this complaint. This is the only complaint for the affected lot registered. No photographs have been received for this complaint and therefore the complaint cannot be confirmed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.